Manufacturer narrative:
An investigation has been initiated. Medcomp has requested the return of the device involved but to date, it has not been received. When our investigation is complete a final report will be submitted.

Event description:
It was reported by the facility that during the catheter insertion procedure, "due to difficulty with wire placement, a berenstein wire was used to mark the correct placement of the catheter. The tunnel cath was exchanged for the dilator and then the introducer sheath was inserted. The dilator was pulled, audible air came in, physician placed his finger over the hole, quickly threaded the cath over the wire. Staff tried to get pt up on right side. Pt was asked to hum but due to poor respiratory status it was very difficult for pt to hum. Oxygen was increased, the vein was fluoroscoped but could not see any air in the vein. Pt became unresponsive, resuscitation efforts were unsuccessful."